Event description:
The hcp reported that 10 mls were aspirated from the pump reservoir; the expected volume was 6 mls. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.